Event description:
It was reported by the customer "two microintroducers bent when trying to insert." No other information was provided. This report addresses the first device. On (B)(6) 2023 - the customer reported this event occurred on two devices however only returned one device for evaluation. This file will address the returned microintroducer tip that exhibited a section with inward bunching.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed and appears to be manufacturing related. One 3.5 fr x 7 cm microez microintroducer was provided for evaluation. The dilator was present within the sheath and the sheath had not been split. A written note indicated lot: regr1824 was also provided. Deformation at the sheath tip appeared to be present. Microscopic inspection of the tip revealed a section with inward bunching. The tip taper did not appear to be fully formed which created a blunt transition. This tip transition appears to be a likely contributing factor to the resistance experienced during reported insertion procedure. The evaluation conducted by the manufacturing facility concluded that the blunt transition likely occurred during the tipping process; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. A batch history review (bhr) of regr1824 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.